Manufacturer narrative:
Lot/serial: (B)(4)= UDI: (B)(4). Manufacturing evaluation performed. \ a review of the manufacturing records for the device verified that the lot met all pre-release specifications. \ per the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to renal failure, stroke, bowel necrosis, and death.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a thoracic aortic aneurysm at the distal aortic arch using gore tag thoracic endoprostheses (tgu373720j/14113379, tgu404020j/13834236). Prior to the implantation of the devices, a right axillary artery - left common carotid artery - left axillary artery bypass procedure was performed. A tgu373720j was implanted in zone 3, and a tgu404020j was implanted in zone 0 to extend the tgu373720j proximally. A gore excluder aaa contralateral leg component (pcx121000j/14098339) was implanted in the innominate artery across the ascending aorta as a chimney. On (B)(6) 2015, the patient's condition deteriorated all of the sudden. The patient was diagnosed with bowel necrosis, renal failure, and stroke. No reintervention was performed. On (B)(6) 2015, the patient expired. It was reported that the cause of the death was renal failure and stroke. The physician also stated that the patient's aorta had significant thrombosis, and the catheterization may have caused the multiple embolism. But he also stated that the surgical bypass procedure may have been the cause.